Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 185 mg/dl. The customer as if recalls any significant events leading to the alarm. The customer response was that the insulin pump was hit. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip and cracked display window.